Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they had an implantable neurostimulator (ins) for years, but it didn't really work that well except when they used it for a few hours when they had severe pain. After prolonged use it started to hurt and also caused a "tingling or shocking sensation" which was painful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.